Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. Customer does not have backup plan. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap is sticking out. The customer was explained the force sensor did not detect the reservoir during the seating process. Customer was advised to keep top of reservoir and tubing connector dry before connecting. Customer did not press the cap while connected. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. No blank display or a22 alarm noted. No scrolling number display anomaly noted. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. Unable to prime during the prime test due to loose protruded drive support disk. No a33 alarm noted. The insulin pump was received minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.